Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 306 mg/dl, 223 mg/dl, 123 mg/dl, and 121 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.